Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had user unable to authenticated. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user ID has been locked out of the system. A technical support specialist confirmed that the user's account lockout issue must be directed to the hospital service desk or it helpdesk, as account management is handled exclusively by them. The system functioned as intended after the technical support specialist addressed the issue.